Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded. The lot number was unknown and a companion sample will not be provided.

Event description:
A customer contacted baxter's technical service center regarding a leak in the patient line on the homechoice (hc) during initial drain. The home patient (hp) stated during draining she noticed the patient line was leaking and wanted to know if she needed to start over with new supplies. The technical service representative (tsr) advised the hp to start over with new supplies and to call her registered nurse (rn) within 24 hours and inform her of what happened. The tsr assisted hp with ending therapy early procedure. The hp ended therapy and will start over with new supplies and call the rn in the morning. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up on (B)(6) 2010, the patient reported there was a crack in the patient line which caused a leak. The patient stated she discarded the supplies as soon as the incident happened based on what the tsr had stated. The patient stated that she went to see the doctor regarding this incident. The doctor prescribed antibiotics to the patient. The patient stated that she was doing well now and there were no signs of infection.